Event description:
As reported: "revised a ts insert due to infection of a left knee. Original surgery was a revision of a primary competitor knee." Rep provided usage sheets from current and prior surgeries and confirmed that no further information is available due to hospital policy.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tri ts baseplate size 2; cat # 5521-b-200; lot # hd49ia. Triathlon cemented stem-15mm x 100mm; cat # 5560-s-215; lot # 1119793d. Tri lm/rl tib aug sz2 5mm; cat # 5545-a-201; lot # erfay4d. Tri rm/ll tib aug sz2 5mm; cat # 5545-a-202; lot # erewj4a. Tri cemented stem 12mmx100mm; cat # 5560-s-212; lot # 1113098d. Tri ts femur sz3 left; cat # 5512-f-301; lot # hgr4d. Triathlon femoral distal augment 5mm - size 3 left; cat # 5540-a-301; lot # g9s7t. Triathlon femoral distal augment 5mm - size 3 left; cat # 5540-a-301; lot # e9e4i. Stryker orthopaedics is a distributor of this device, which is manufactured by (B)(4). The manufacturer has responsibility for regulatory decisions and MDR/mdv reporting. Supplier has been notified. Serious injury reports for hv products are also filed to the FDA via stryker personnel. Simplex hv us 1 pack; cat # 6194-1-001; lot # 135aa885ec. Simplex hv us 1 pack; cat # 6194-1-001; lot # 135aa885ec. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.